Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not recognize its internal battery. The device was not in pt use.